Event description:
It was reported that the patient received shocks due to vf episodes post device implant. Review of the egm found that the vf episodes were not real arrhythmias, but misclassified episodes of noise on the rv channel. The noise was repro- duced by moving the ICD can. On (B) (6) 2010, the physician opened the pocket and disconnected the lead. No noise was seen on the egm. After reconnection, sporadic episodes of r- wave double-counting were seen. The ICD was reprogrammed.

Manufacturer narrative:
No medwatch form was received.